Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of valve, opening on patch, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: delamination (>75 total separation), sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure) a sharp opening on patch bond edge due to an unidentified (tear) opening.